Manufacturer narrative:
The indication for the index procedure was exercise dyspnea. The patient was reported to be asymptomatic. The patient was reported to have three-vessel coronary disease and one lesion was treated during the index procedure. The target lesion was the mid rca. The lesion was reported to be 3.5 mm vessel diameter, 25 mm in length, a 75% stenosis, not a bifurcation/ostial or total occlusion, irregular, absent of thrombus, a readily accessible proximal segment, eccentric, not angulated, little or no calcium, and type c. The lesion was pre-dilated with a 3.5x15 mm balloon at 15 atm. A cypher select plus stent was implanted at 14 atm with a satisfactory result. The stent was post-dilated with a 3.5 x 8 mm balloon at 18 atm due to the stent not being fully expanded. An additional cypher select plus 3.5 x 8 mm stent was then implanted at 14 atm to treat the dissection (noted in section b5). A satisfactory result was obtained. This stent was post-dilated with a 3.5 x 8 mm balloon at 18 atm due to the stent not being fully dilated. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the database indicated that during an interventional procedure after implanting a cypher select plus 3.5x33 mm stent in the mid right coronary artery (rca) target lesion, a proximal type a dissection was noted. The dissection was treated by implantation of an additional cypher select plus 3.5x8mm stent. The adverse event (ae) severity was reported to be mild. The relationship of the ae to the study device was probable and to the procedure highly probable. The event was not a serious ae (sae). The ae was reported to be resolved without sequel. The patient was discharged three (3) days after the procedure.